Event description:
The patient went to quest to drop off a urine specimen and used a castile wipe (med-nap) to clean the penis. When the patient began to urinate, they had dysuria and gross hematuria (which were not present prior to that time). The hematuria continued for several hours which included blood clots at the tip of the penis. The patient also had an episode of diarrhea with loose stool (no nausea or cramps) with the hematuria. The urine cleared after a few hours. However, there was another episode of diarrhea with recurrent gross hematuria. The symptoms fully resolved in several hours. A subsequent urinalysis was unremarkable except for occult blood on the dipstick test but not on microscopic exam. A very strange occurrence which I thought should be reported.